Event description:
A malfunction was reported on the pump. The blood glucose value remained below 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue arose again and was advised that they could continue using the pump.